Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: a visual inspection of the pump showed moisture throughout the display lens. The pump failed a leak test due to a case seal leak. The pump cover was opened and moisture was observed on the display, support bracket, and on the battery canister.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.